Manufacturer narrative:
D3: correction d9: product received date 26-dec-2024. H3: one device was returned for repair with complaint of cassette not attached error. This device has not been serviced in the past. Review of event log confirmed error. The error was duplicated by functional test. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: november right month of event but exact day not stated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.